Event description:
It was reported that after a cryo ablation procedure, the patient experienced pulmonary vein stenosis. It was noted that there was no symptom or medication/surgical intervention and the patient were not hospitalized. No further patient complications have been reported as a result of this event.